Event description:
It was reported that on an unknown date, the nail was broken and removed from the patient.

Manufacturer narrative:
Product complaint #(B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the event occurred post-op and there was a removal/revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found it was returned with the polymer inlay. The nail implant was broken from one of the distal locking hole. No other issue was observed. A complete potential cause can not be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rfna/ 9mm / 340mm/ standard bend/ ster would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument. Manufacturing date: 18-jun-2021. Expiration date: unknown. Part number: 04.233.934s, 9mm/rfn/340mm/5ang/poly inlay/ster. Lot number: 96p1751. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns499120 rev b met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection sheet, ns529720 rev b met all inspection acceptance criteria. Parts were 100% inspected for inlay depth and were all determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: scn 63330 was recorded on the production order traveler. The scn supplied by fruh was reviewed and met specified dose ranges. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21131, tialv*ri13.00. Lot number: 57p7700. Qty: (B)(4) pounds. Inspection instruction met all inspection acceptance criteria. Product certification supplied by (B)(4). Dated 27-mar-2020 was reviewed and determined to be conforming. Lot summary report dated 28-may-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Part number: 04.233.124.2y, poly inlay, retrograde femoral. Lot number: 94p3286. Lot quantity: (B)(4). Production order traveler met all inspection criteria. Inspection sheet, ns074000, rev a met all inspection acceptance criteria. Inspection sheet, ns074022, rev. A met all inspection criteria. 25-oct-2024: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.